Manufacturer narrative:
The investigation did not identify a product problem. Based on the available information, the cause of the event could not be determined. The customer was no longer using the cobas 4000 c311 stand alone system for this assay.

Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 (hemoglobin a1c) results from the cobas 4000 c311 stand alone system. The result from the cobas c311 was 4.9%. The result from a cobas c303 and from a tosoh-g8 analyzer was 5.6%. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The investigation is ongoing.